Event description:
It was reported that a malfunction occurred with the customer's pump, causing the screen to remain dark and unresponsive despite attempts to charge it. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try various troubleshooting steps without success, leading to the decision to replace the pump. The customer was informed about receiving a replacement pump with updated software and instructed on returning the faulty device. Additionally, the customer was advised to use an alternate method for insulin delivery, known as mdi, and to configure the new pump with their settings upon receipt. The shipment does not require a signature, and the customer is expected to return the malfunctioning pump within ten days to avoid charges.